Event description:
It was reported that during a lap sigma procedure, an active blade tip on the device broke off and could be removed out of situs. There was no pt consequence.

Manufacturer narrative:
.